Event description:
Event description guidant received information that at this patient's last follow-up visit, the lead safety switch had been triggered and insulation damage was noted on this lead. At that time, the lead was programmed to unipolar configuration and the physician was going to monitor the lead. However, now the patient is experiencing pre-syncopal symptoms and a lead revision has been scheduled. The caller was wondering if this pacemaker is included in the recent recall.